Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under their therapy electrode. The patient's nurse instructed the patient to use cortisone cream for the irritation. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.